Event description:
The provue missed an antibody that was detected in manual gel. Incorrect results were reported. There was no harm to any patient.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and performed a pm and a check of fluidics and the reader camera. Post service the customer ran the sample that was in question which first was reported as a negative in the screen cells, and was 1+ on another provue analyzer. This time this analyzer reported the sample as 1+. Repairs have returned this instrument to expected operation. (B)(4).